Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11153r44, implanted: (B)(6) 2002, product type: catheter. Product ID 8711, lot# j10949r16, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient was experiencing unsatisfactory analgesia. On 2015-jun-29, the patient reported feeling an uneven delivery of intrathecal pain medication and felt that the catheter was being pinched by hardware in the lumbar spine. A catheter access port contrast study was performed and the results were normal. In addition, fluoroscopy was performed and a kink was identified in the catheter. The event resulted in an unscheduled clinic or office visit, and the catheter was repositioned on (B)(6) 2015. The etiology was given as possibly related to the implant procedure, therapy, or device, specifically the intrathecal/spinal portion of the catheter. The event was resolved without sequela as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.